Manufacturer narrative:
(B)(4). This report involves an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient was treated with intravenously (IV) tazomac injection (4.5gm, twice a day, duration not reported) for peritonitis. At the time of this report, the patient was recovered from the peritonitis event. Dianeal therapies were ongoing. No additional information is available. This is report 2 of 3.